Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out for eri, the lead could not be removed from header. A lead removal tool was used and the device was explanted successfully. The patient had no problems.

Manufacturer narrative:
No conclusion code available; the reported field event of an inability to remove the lead from the header was confirmed in the laboratory. Visual inspection identified silicone material inside the set screw hex cavities. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw causing difficulty in releasing the lead.